Event description:
The customer reported that the pump alarmed during bolusing. Paramedics were called out and advised customer to monitor her blood glucose. Two weeks later, her mother called back and stated that she was taken to the hospital and treated with coke and glucose tabs.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.